Event description:
On (B)(6) 2009, pt reported a large air bubble had formed in the insulin cartridge 6 days after inserting it into the infusion device. Pt states the infusion device displayed e4 (occlusion error) when she noticed the air bubble. Educated her on techniques to use when changing the insulin cartridge to prevent air bubbles from forming. No physiological effects were reported. The pt did not require medical assistance from the healthcare professional or second party to address the issue. A request was made for return of the suspect product.